Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and the failure disappeared during analysis. In addition there was a charge circuit problem (tachy) noted.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and the failure disappeared during analysis. In addition there was a charge circuit problem (tachy) noted.

Event description:
The device was returned to the manufacturer after being explanted due to medical judgment/system upgrade. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.